Event description:
The customer reported that lead v2 was not reading. No adverse patient impact was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).